Event description:
It was reported via repair work order that the right hand siderail would not move. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results.

Event description:
It was reported via repair work order that the right hand siderail would not move due to insufficient lubrication on the glide rods. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.